Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 2032227-2014-04022.

Event description:
Customer initially reported issues with the sensor, during test plug procedures issues with the transmitter was noted. No damage noted in the connection bridge. When test plug was connected green led light did not blink on the transmitter. Customer was advised to fully charge transmitter. After fully charge the led light did not blink again. Customer blood glucose level was 51 mg/dl. No further information reported.

Manufacturer narrative:
Unable to charge due to damage pin. Unable to perform the functional test due to charge anomaly. Insulin pump received with contamination on all pins.